Manufacturer narrative:
The technician replaced the head up and head down valve solenoids but the issue remained. He replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head of the bed is not going up.